Manufacturer narrative:
On (B)(6) 2021 , the product was returned to mentor for evaluation. Note: on (B)(6) 2021 , the product was returned to mentor for evaluation and since the product had the same lot number it will be reported in this medwatch as a left sided device that was deflated. On (B)(6) 2021 , mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant was found to have an area of missing material on the posterior view, measuring approximately 6.0 cm x 3.0 cm. A microscopic examination was performed, and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) years old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 250cc and suffered from a bilateral deflation. As a result, the patient had undergone bilateral removal and replacement with saline mentor breast implants on (B)(6) 2021. This medwatch is for the left side.